Event description:
It was reported that intra-operatively, while the patient was undergoing an aortic valve replacement (avr), there was dysfunction of the right atrial (ra) lead after the placement of the venous cannulation. It was found that the atrial electrode was not working. The lead was capped, and replaced with an atrial epicardial lead. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.